Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery laser did not work. Additional information has been requested. There are no reports of patient harm. Additional information received indicated that the diathermy probe did not work. The laser was not suspect.

Manufacturer narrative:
It was reported, that device did not work. No lot number was identified with this complaint. Therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. No sample received. A root cause cannot be ascertained, because the damage cannot be confirmed, without receiving a sample for investigation. The sample is not available for investigation. Therefore, damage cannot be confirmed, or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed, and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).